Event description:
The patient experienced minimal therapeutic effect since implant. The lead may not be optimally placed. The patient must be programmed with all electrodes activated and a very high pulse width to achieve minimal benefit. Impedance measurements were normal. The healthcare provider confirmed that the ins reached premature battery depletion. High amplitude and multiple electrodes were used to get any improvement. There were no abnormal impedances. The device had been reprogrammed multiple times. A revision of the ins and lead was scheduled. The patient outcome was noted as no injury at this time.

Manufacturer narrative:
(B)(4). Lead model 3889-28 lot# v620569 implanted: (B)(6) 2011, explanted: na. Programmer model 3037 serial# (B)(4).